Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could net be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Product not returned for analysis.

Event description:
(B)(4). This report is for the carotid wallstent monorail device. The patient was enrolled in (B)(6) 2006. A type ii located in the left carotid artery. The lesion length was 22 mm and reference vessel diameter was 6 mm with 90% stenosis measured by nascet. Thrombus, ulceration, dissection or pseudo aneurysm was not present. Target vessel was moderately tortuous with 3+ calcium was present. A carotid wallstent with a 7mm diameter and 40mm in length was implanted. Cerebral protection was not used. Pta was performed using a non bsc device. Heart rhythm stimulant and atrophine 0.4 ui was administered during the procedure. Vasodilator was not used. Procedural results included successful placement of the stent at the intended site. The procedure was a technical successful with 0-29% residual stenosis. Post-procedure the carotid stent was patent; percentage of residual stenosis was not provided. Post procedure the patient clinical outcome is symptomatic, no complications less than 24 hours after the procedure. One month follow up visit in (B)(6) 2006, the patient was symptomatic; the carotid stent is patent with 70% residual stenosis. Complication occurred earlier in (B)(6) 2006, the patient has restenosis in the eca stent. Six month visit in (B)(6) 2006 the patient was asymptomatic; the carotid stent is patent with 0% restenosis with no complications since. Twelve month follow up visit in (B)(6) 2007, the patient was asymptomatic; the carotid stent is patent with 0% residual stenosis with no complications.